Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180-200 mg/dl. Customer feels ill unrelated to meter and observed symptoms of a cold. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 240 mg/dl and 204 mg/dl. Verified storage of product is 240 mg/dl and 204 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is (B)(6) 2015. Three recall test results performed fasting from meter memory: 1: 420mg/dl; (B)(6) 2015; 07:00am, 2: 300mg/dl; (B)(6) 2015; 07:06am,3: 290mg/dl; (B)(6) 2015; 07:05am, 4: 300mg/dl; (B)(6) 2015; 07:02am,5: 330mg/dl; (B)(6) 2015; 07:00am. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected fasting blood glucose test result range is 180 to 200 mg/dl. Customer feels ill unrelated to meter and observed symptoms of a cold. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 240 mg/dl and 204 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.